Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Initial report. As reported, a 53 year-old female patient, weighing 278 pounds, underwent placement of a cook celect inferior vena cava filter via the right internal jugular vein on (B)(6) 2015 for pulmonary embolism. Reportedly, "on or about" (B)(6) 2016, the patient underwent a procedure to retrieve the ivc filter, for reported organ perforation, using the cook gunther tulip vena cava filter retrieval set. The retrieval was complicated by myocardial perforation and effusion. The filter was retrieved successfully and there has been no alleged malfunction of the retrieval device. A venogram dated 14mar2016 states: "no evidence of thrombosis in the ivc filter, technically successful inferior vena cava filter retrieval complicated by myocardial perforation". Medications include: coumadin (2015-present), warfarin (2010-2015), oxycodone (2016). The patient alleged daily pain in the heart and pain in the stomach after eating as a result of the complication; as well as "serious physical injuries, pain and suffering, mental anguish, medical expenses, economic loss, loss of enjoyment of life, disability, and other losses". It has also been alleged that the patient is at "increased risk of death and will require ongoing medical monitoring for the rest of her life." The complaint on the perforation of the celect filter and complication with retrieval has been reported by william cook europe under report reference number (B)(4). Investigation - evaluation reviews of the complaint history, documentation, instructions for use (IFU), and specification were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The evidence indicates the product was made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. An IFU is provided with this device, which states ¿this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides should be employed.¿ the IFU goes on to note ¿acute damage to the inferior vena cava¿ as a potential adverse event. The compliant report states that filter retrieval approx. One year after filter placement ¿was complicated by a myocardial perforation and resulted in a pericardial effusion." No images of the retrieval were submitted for review to evaluate how the purported myocardial perforation occurred. The only images submitted for review from this date include a four-quadrant ultrasound of the abdomen which demonstrates no evidence of free fluid and a portable chest x-ray. The portable chest x-ray does demonstrate prominence of the cardiac silhouette, which may be accentuated due to the low lung volumes as well as the portable technique, however, a pericardial effusion can cause this appearance on the x-ray, and therefore cannot be entirely excluded. There are no cross-sectional or ultrasound images demonstrating the presence of a pericardial effusion to confirm this suspicion, however, there was a cardiac echo report in the medical records describing a pericardial effusion and clot. The medical report from the retrieval event also states that imaging was performed which ¿revealed pericardial effusion/clot concerning for myocardial perforation/trauma, likely due to the filter retrieval sheath¿. The procedure details describe a straightforward filter retrieval and do not describe any events that could have reasonably led to a myocardial perforation. The physician does not elaborate on how the retrieval sheath could have caused the myocardial perforation. The patient was anticoagulated at time of ivc filter retrieval with an inr recorded at 1.75. This may have contributed to amount of the bleeding into the pericardial space that occurred. The medical records also state patient underwent a pericardial window to treat the pericardial effusion, but the operative report from this procedure was not provided. A follow-up chest x-ray performed 3 months later demonstrates normal cardiac silhouette and a follow-up chest CT performed 5 months later demonstrates no evidence of pericardial effusion or cardiac abnormality. Follow-up CT scan of the abdomen and pelvis 9 months later demonstrates no findings to suspect ivc injury or any pericaval inflammation. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation = non-healthcare professional- attorney. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a (B)(6) female patient, weighing (B)(6), underwent placement of a cook celect inferior vena cava filter via the right internal jugular vein on (B)(6) 2015 for pulmonary embolism. Reportedly, "on or about" (B)(6) 2016, the patient underwent a procedure to retrieve the ivc filter, for reported organ perforation, using the cook gunther tulip vena cava filter retrieval set. The retrieval was complicated by myocardial perforation and effusion. The filter was retrieved successfully and there has been no alleged malfunction of the retrieval device. A venogram dated (B)(6) 2016 states: "no evidence of thrombosis in the ivc filter, technically successful inferior vena cava filter retrieval complicated by myocardial perforation". Medications include: coumadin (2015-present), warfarin (2010-2015), oxycodone (2016). The patient alleged daily pain in the heart and pain in the stomach after eating as a result of the complication; as well as "serious physical injuries, pain and suffering, mental anguish, medical expenses, economic loss, loss of enjoyment of life, disability, and other losses". It has also been alleged that the patient is at "increased risk of death and will require ongoing medical monitoring for the rest of her life." The complaint on the perforation of the celect filter and complication with retrieval has been reported by william cook europe under report reference number 3002808486-2017-01166.